Event description:
It was reported that a pump door is not detecting when it is latched. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The unit was received inoperable due to "door not fully latched" alarm which corresponds with the reported symptom "door not seeing latch" caused by a loose link screw (upper). The alarm was resolved during evaluation by adjusting the screw with the door performing as expected. The link screws were replaced during the repair process.